Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). After plain old balloon angioplasty (poba), a 4.00mm x 16mm liberté stent was advanced to the target lesion however, the device was not able to cross the lesion. The device was completely removed from the patient without resistance and upon inspection, it was noticed that the balloon tip and distal end of the stent was kinked. The procedure was completed with a 4.0mm x 15mm non-bsc stent. No patient complications were reported and the patient's status was good.